Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported multiple occlusion alarms occurred. The customer's blood glucose level was 148mg/dl. Supply changes were performed to address the occlusion alarms and the occlusion alarms continued. A system check was performed and the pump performed as intended. No damage was noted to the cannula. After performing a supply change during the system check, the customer successfully resumed insulin deliveries.